Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted system implant, following lead placement demonstrating favorable measurements via the psa, noise and high out of range pacing impedance measurements were exhibited after lead-device connections. The leads were removed from the header, connections were cleaned and reinserted however complete resolution was not obtained. The physician requested another device. The second device was connected; all newly implanted leads demonstrating favorable system measurements and the procedure completed. No resulting adverse patient effects and the attempted implant device, is expected to be returned for analysis. No lead changes were required. (B)(4).

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies on the exterior of the device. High powered inspection of the header and lead barrels also identified no issues. No obstructions were noted in the lead barrels and all spot weld connections were intact. Next, laboratory test leads were inserted into the rv and lv ports. The setscrews were tightened down and were verified to hold the leads in place. Commanded lead impedance testing was completed which resulted in normal measurements with no noise noted on the electrograms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device issues that would have caused or contributed to the observed high, out-of-range impedance measurements.